Manufacturer narrative:
On 11/01/2004 the field service engineer (fse) found a leak at the probe due to the filters which had to be replaced. The fse replaced the air/water filters to fix the leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained clear leak of less than 5 ml from the coulter act diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was not wearing personal protective equipment (ppe) at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.